Manufacturer narrative:
(B)(4).

Event description:
Customer called to report electrolyte result issues when the unicel dxc 800 pro generated falsely low sodium (na) results on fifteen patient samples. After recalibration of the instrument, customer reran the patient samples and amended the reports with the corrected results. Upon inspection, the field service engineer (fse) cleaned the ion selective electrode flow cell, replaced the sodium electrodes, and replaced the carbon bridge. The fse verified performance through calibration and quality control testing to ensure that the service performed was effective. The results were reported outside the laboratory, however, patient treatment was not affected. Prior to the initiation of patient treatment, the erroneous results were flagged and the reports were amended when the samples were rerun after instrument recalibration.